Event description:
The patient contacted animas on (B)(6) 2012 reporting that boluses programmed with the audio bolus feature were not delivering. The patient stated that on seven occasions, an audio bolus was programmed and the pump beeped and confirmed delivery but the insulin was not delivered and the pump bolus history did not show a bolus occurring. The patient stated that on one occurrence the issue resulted in an elevated blood glucose to 15 mmol/l with no symptoms. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of the pump bolus issue.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and bolus history revealed all boluses were successfully delivered; there was no evidence of cancelled boluses. The audio bolus feature was confirmed to be set to 'on.' The audio bolus button was found to be intact and responsive to user input. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed during testing and recorded in the pump history. The keypad was tested and all keys were found to be responsive to user input. No hypersensitive keys were observed on keypad. The reported complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.